Event description:
It was reported a leak developed in the balloon of the ensite array catheter during an electrophysiological mapping procedure. The physician was using an ensite array catheter for an electrophysiological mapping procedure when it was noted that contrast and saline solution was leaking from the catheter balloon into the patient. The ensite array catheter was replaced and the procedure was continued with no consequences to the patient.

Manufacturer narrative:
(B)(4). The catheter array was brought to full profile and the balloon was inflated. There was a leak observed in the balloon. The balloon was examined under magnification and there was an oblong hole approximately .003" wide by .01" in length between the fifth and sixth column of electrodes. Both of these electrodes had material altercations similar to that of a catheter that was in close proximity to an ablation catheter at the time of radiofrequency therapy delivery. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.